Event description:
Revision of a fractured femoral sleeve.

Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A review of device history records/lot specific search of the complaints databases was not possible as the necessary product/lot code combinations were not provided. Provided operative notes indicate metallosis was encountered upon opening of the patient. A distally loose femoral implant was removed as well as a fractured stem. Provided patient x-rays confirm the femoral sleeve fractured. The m-l view there is a layer of decreased radiodensity that separates the diaphysis of the femur with the distal end that contacts the bonecut facets of the femoral hinge component. It is unknown if this was present before the device fracture. It was not noted if the patient experienced a traumatic event that lead to the reported issue. No pre-fracture x-rays were received in order to make a chronological comparison of the state of the implant and patient bone. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.